Event description:
The customer reported that when running a test the device failed to shock and hanged. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that when running a test the device failed to shock and hanged. There was no reported pt involvement. The philips repair bench evaluated the device and confirmed the failure. The problem was resolved by reloading the sys software. After passing all performance assurance testing the device was returned to the customer.